Event description:
It was reported the device was in use for warming of a unit of blood in 450 or 500 ml bags. Reporter stated after infusion had been running the pressure chambers no longer infuse and remaining blood was delivered using pressure applied by hand. No adverse effects reported.